Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic procedure, the surgeon console 3d monitor failed to track head movements multiple times. There was a delay of 3-5 seconds due to the reported issue. To proceed with the surgery, the surgeon had to slightly tilt their head to enable the camera to track their head movement. There was no patient injury.

Manufacturer narrative:
H2) correction: e (facility name, region, country, postal code) h3) device evaluation: medtronic led an evaluation of the reported surgeon console in the field and the associated device logs. Review of the field service notes indicated that after the issue occurred with the surgeon console, the head tracker camera was replaced and the issue was resolved. Evaluation of the logs indicated that the head tracker of the surgeon console had multiple instances of not detecting all the reflecting points on the surgeon glasses as engaged. Evaluation of the surgeon console confirmed the reported condition. The investigation identified the most likely root cause could be due to worn out surgeon 3d glasses. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic procedure, the surgeon console 3d monitor failed to track head movements multiple times. There was a delay of 3-5 seconds due to the reported issue. To proceed with the surgery, the surgeon had to slightly tilt their head to enable the camera to track their head movement. There was no patient injury.